Event description:
The customer reported that the handle broke whilst trying to remove a well fixed accolade due to infection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported that the handle broke whilst trying to remove a well fixed accolade due to infection.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.